Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse noted that there was a sample line pipe leak. The sample line pipe was replaced but the issue persisted. The fse confirmed multiple parts has been replaced and waiting for additional parts to resolve the issue. The cause of investigation is pending and will be provided in follow-up report. Section a2, a3, a4 and a5: information was not provided. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned patient results for multiple analytes on their dxc700 au clinical chemistry analyzer (pn b86444, sn (B)(6). Customer reported that? And % flags were generated on quality control and patient results. There was no injury death or delay/change in treatment reported due to this event. Note: as per instructions for use b71495.af chapter 7 flags: % clot detected. Unable to calculate a result.

Manufacturer narrative:
A beckman coulter field service engineer (fse) investigated and noted that there was a sample line pipe leak, which was replaced but the issue persisted. The fse further replaced sample and wash syringes, tubing and sample valves and degasser unit but the issue was not resolved. The fse ordered the clot sensor and will replace when the part is received. The cause of investigation is pending and will be provided in follow-up report. Section a2, a3, a4 and a5: information was not provided. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned patient results for multiple analytes on their dxc700 au clinical chemistry analyzer (pn: b86444, sn: (B)(6). Customer reported generation of? And % flags on quality control (qc) and patient sample results. There was no report of injury, death, or delay/change in treatment associated with this event. The customer did not provide patient data or patient demographics. Note: as per instructions for use b71495.af chapter 7 flags: % - clot detected. Unable to calculate a result.